Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease, cancer and the patient passed away. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease, cancer and the patient passed away. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil was able to confirm the presence for degraded sound abatement foam residue in the blower box. Pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 v.01. The issue of degraded sound abatement foam is addressed by CAPA 7211. Box d: suspect medical device (operator of device), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid) have been corrected/updated.